Event description:
Customer reported that during a patient incident, the spo2 sensor had come off the patient and the v series monitor did not produce a technical alarm. Customer, subsequently, confirmed that the v series had not been set up to notify for technical alarms. MDR is being submitted since the customer reported a patient incident. Customer did not attribute incident to device.